Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the left ventricular (lv) lead had rising, varying and high impedance measurements with v ariable/high threshold measurements. It was noted that the impedance measurements triggered a lead warning.

Event description:
It was reported that the left ventricular (lv) lead thresholds were high and impedance measurements were out of range high. The lead was attempted to be explanted however the distal portion of the lead broke away during the extraction process and remains in the patient. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmb1d1 crt-d implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.